Manufacturer narrative:
No patient involvement was reported. Date of event: unknown. Device is an instrument and is not implanted/explanted. Date returned to manufacturer. (B)(6). DHR review was completed. Part: 03.037.030, lot: 9919769, manufacturing site: (B)(4), release to warehouse date: 28.jul.2016. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Us customer quality (cq) investigation workflow: device interaction/functional. Visual inspection: the helical blade/screw extractor was returned assembled to the screw. The extractor had no visible signs of damage. There was no apparent off-axis assembly of the two devices. An unidentifiable white foreign material was observed in the gap between the assembled instrument and implant. Functional test: disassembly by hand was not possible during investigation. Therefore, no function test can be performed. The received condition of the extractor agreed with the complaint condition - the complaint was replicated. Dimensional inspection: relevant dimensions cannot be checked as it is not possible to separate the devices. Document/specification review: review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A relevant drawing was reviewed during investigation (current drawing was current at the time of manufacture):. During the investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Summary: the complaint condition was confirmed during investigation, as the screw could not be separated from the extractor. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. It is possible that the unidentified foreign material observed adjacent to where the devices assemble is also present within the interfacing features of the two devices. Presence of material in this area would cause abnormal interaction between the two devices, which could cause or contribute to the complaint condition. It has been determined that no corrective and/or preventive action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inbound inspection of a returned loaner kit to (B)(6) field stocking location (fsl) site on (B)(6) 2018, it was observed that the helical blade/screw exactor and trochanteric fixation nail advanced (tfna) stuck with each other. The two devices were unable to be pulled apart. Upon awareness of the issue, the field stocking location (fsl) site was requested to provide additional information and photo to ensure the correct understanding of the problem. On (B)(6) 2018, after reviewing the photos and additional information provided, the device was determined to be complaint. The device was returned with no additional information from the hospital or consultant. There was no patient and hospital involvement reported. This report is for one (1) helical blade/screw extractor. This is report 2 of 2 for (B)(4).